Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency and urinary incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency and urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced retention.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, uterovaginal prolapse, cystocele, rectocele, and urinary incontinence on (B)(6) 2008 and mesh was implanted. It was reported that the patient had the concurrent procedures of a sacrospinous ligament fixture colpopexy, cystourethroscopy, proctosigmoidoscopy, partial vaginectomy, partial vulvectomy, and fractional dilation and curettage performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, extrusion, bleeding, infection, urinary problems, recurrence, vaginal scarring, organ perforation, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that on (B)(6) 2012 the patient underwent partial removal of extruding mesh and repair of bladder due to mesh protruding through the vaginal wall. It was reported that the patient may have undergone an anticipated hysterectomy and an anticipated mesh revision and repair on (B)(6) 2012. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-33338. The same patient is represented in each medwatch.